Event description:
It was reported that the pneumatic tap area of the pump was damaged, causing difficulty loading cartridges. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.